Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. Loss of capture/sensing are recognized clinical events referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this chronic atrial lead was surgically abandoned (capped) due to no capture. No adverse patient effects were reported. The lead was actively implanted for approximately 16 years, 6 months.